Event description:
I had been sick for about a week with an upper respiratory infection. I was experiencing stress incontinence and saw an ad for impressa. I purchased a package at the store. When I got home, I inserted the impressa. I sat down in my chair to relax. Within the next 45 minutes, I had a strong coughing attack. I leaned forward while coughing and felt a sharp pain in my vaginal area. I immediately walked to the bathroom and removed the impressa. I urinated and noticed more volume with less control of flow. When I wiped myself, I noticed a slight streaking of blood on the toilet paper. Since that time, I continue to experience increase flow of urine with less control during urination. When coughing, flow of urine is dramatically increased.